Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 75 mg/dl. The current blood glucose was 69 mg/dl. Customer has treated with food. Customer has been experiencing low blood glucose for about 1-2 hours. The drive support cap appears normal. Based on customer report proceeding in troubleshoot per customer alleging possible pump over delivery. The customer alleges pump is over delivering due to possible settings in incorrectly. Customer was unable to upload to care link at this time. Customer advised to monitor and treat as needed. Did not replace pump due to it functioning as designed. He insulin pump will not be returned for analysis.